Manufacturer narrative:
The reported event of guidewire failure to advance was confirmed. As received, a complete lead without the guidewire was returned for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. Perform the guidewire insertion test with the test guidewire. The guidewire couldn¿t advance through the lead. Destructive analysis found the blood clogged in the inner coil at the guidewire restriction location. The cause of the reported event was due to the inner coil clogged with blood.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to advance into the left ventricular (lv) lead. The lead was not used, and the procedure was changed to an implant of a different device. The patient was stable throughout the procedure.